Event description:
(B)(4). After the tvt was implanted my whole life slowly went down the drain. Pain and difficulty to urinate took over my life so much so that I became unable to work in 2011. Abdominal pain. Burning. Stabbing. Back pain. Pain in my urethra. Pain in my hips and legs. In my vagina.